Manufacturer narrative:
(B)(4). Additional review determined that the information about the patient having horrendous pain where the implant was after being implanted and not being able to lift their leg does not apply to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s permanent implantable neurostimulator (ins) never worked for them and had not helped with incontinence ¿at all¿. The patient stated the 1 and 2 were active and asked if 3 and 4 should be on. The patient stated that programs 3 and 4 were blank but that ¿she programmed them. It was also reported that the trial phase of testing worked ¿fine¿. The patient was last reprogrammed on (B)(6) and the physician asked them to come back in 2 weeks after. The patient stated that the therapy was still not working but they choose not to make an appointment due to ¿problems with transportation¿. The patient was going to try ¿this new programming¿ and speak to their physician at their next appointment in june. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the most recent appointment date was (B)(6) 2014. Additional information received reports the patient reports never having therapeutic effect. The patient indicates there was no known accident or incident related to this complaint. Symptoms reported had gradual onset. The patient has been working with her hcp (healthcare provider) since being implanted because the therapy hasn¿t been helping. The patient reports not being able to adjust stimulation. The patient was able to synch her settings and was at 0.0 volt on program 1 and had patient scroll over to see if program 2 at 0.0 volts and the patient confirmed yes. Program 3 at 0.0 volts and the patient also confirmed that program 4 at 0.0 volts. The patient was walked through on how to turn the stimulation off. The patient states she chose to turn it off because stimulation wasn¿t doing anything. The patient states she was disconnected before she gave her information. The patient was implanted with pain stimulator for bladder stimulation purposes which was off label. The patient states she was having a lot of problems with pain where the implant was. The patient states the pain goes from implant down her leg and 2 feet up and down and has stinging and burning. The patient reported it feels like she has been getting a shot in there. The patient states she has had it turned down to 0 for about six weeks. The patient was asked if the hcp was aware that the patient was having this issue. The patient states she tried to call them friday and the patient was asked if they contacted manufacturer. The patient states she had the implant put in (B)(6) 2014 and felt the issue started in (B)(6) 2014. The patient states that sometimes when she feels the pain the ins(stimulator) twists sideways and other times it was flat. It was noted that the patient¿s body mass has not changed since she got implant. The patient was asked even with the stimulation down and off was the patient still having this issue and the patient states it was turned down to 0.0 volts. The patient states she spoke to clinician who told the patient that they might have had this to high, and told the patient to turn it down and keep doing that. The patient states the trial worked for her and the implant has not worked for the patient. The patient confirmed that it has not worked at all since being implanted. The patient states she went to healthcare provider who put the patient on vesicare. The patient states she has been to healthcare provider twice since she was implanted and has been reprogrammed and that has done nothing at all. The patient states her last appointment with healthcare provider was (B)(6) 2014. It was noted when the vesicare was prescribed and the healthcare provider told the patient to try the new setting for a week before trying the vesicare and the patient stated she tried the new setting and it didn¿t work and then started taking the vesicare and it seems it was working better than anything. The patient was asked if they could check settings to make sure it was at 0.0 volts and turn the device off. The patient states she has had it down to 0.0 volts the last six weeks but never turned the stimulation off. The patient states after being implanted in (B)(6) 2014 had horrendous pain right where implant was and going down her leg and couldn¿t lift her leg and states it was horrible. They had the patient walk and the patient stated she was screaming and leading the patient down the hall. They told the patient she had to walk, stating they upped medication and the patient states she kind of walked it out. Additional information received reports that the event cause was not determine and it was unknown if related to device. It was noted that reprogramming was need. The patient presented to the clinic on 6/14/14 complaining of a ¿burning sensation¿ at battery site when the device was turned up. No significant improvement in symptoms. The device in clinic functioned fine with nothing unusual noted at the implant site and the implant site was well healed. The device was reprogrammed. The patient then called in two months later complaining the device may still be causing her pain (even when off). It radiates (the pain) down the patient hip and leg. It was only intermittent and the patient was getting plain ¿eligible¿ x-rays and will follow up in two to three weeks. It was reported that the patient was not recovered and the symptoms/issue was ongoing.

Manufacturer narrative:
A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function - bladder because it was reported that the patient had symptoms of incontinence. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg is inconclusive because the root cause and outcome for the reported therapy issue remains unknown. Concomitant medical products: product ID 3093-28, lot# va0dy53, implanted: (B)(6) 2014, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3093-28, lot# va0dy53, implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).